Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The customer stated there is nothing wrong with this unit. The (preventative maintenance) pm was performed on this unit, and the setup for the test was incorrect. Once the setup on the unit was changed the unit had the proper readings. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the air flow accuracy test failed. The low pressure displayed exceeds barometric target pressure with the ball valve fully opened. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.